Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a hospitalization on (B)(6) 2016 due to low blood glucose levels. The customer reported that he was low, fell and broke his nose, and woke up to paramedics helping him. The customer's reading was 32 mg/dl; the customer's reading during the call was 88 mg/dl. The customer reported that he took too much insulin for the carbs he ate. The customer declined to troubleshoot. The customer stated he would call back if problems persisted. The insulin pump was not replaced or returned.